Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. I confirmed that she was asymptomatic and that no medical attention was needed at the time of the call or the readings in questions. She had been properly storing the supplies at room temperature in her bedroom. She hadn't made any recent changes to her diet or medication. Her expected blood sugar levels should be 75-85 mg/dl (fasting). She ran a back to back blood test, results read 48 and 37 mg/dl (fasting). Manufacturer's strip expiration date is 07/21/2018 and strip open date is (B)(6) 2016. Reviewed meter memory (date / time not set): 49mg/dl (B)(6) 2016 03:06:00 pm fasting: yes; 48mg/dl (B)(6) 2016 03:04:00 pm fasting: yes; 116mg/dl (B)(6) 2016 08:02:00 am fasting: yes; 64mg/dl (B)(6) 2016 03:46:00 am fasting: yes; 66mg/dl (B)(6) 2016 12:55:00 am fasting: yes.